Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex colonic stent was to be used to treat a malignant stricture in the rectum during a colonoscopy with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight but not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was intentionally deployed and became placed in an incorrect location. The stent was removed with forceps and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning problem. Block h10: a wallflex colonic stent and delivery system were received for analysis. Visual examination of the returned device found the stent was completely deployed. The outer blue sheath was kinked in several sections. The outer diameter of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent positioning issue could not be confirmed as this occurred during the procedure and it is not possible to replicate the failure in the laboratory of analysis. The kinks noted on the outer sheath of the delivery system may have been a result of the used of excessive force during the procedure. The investigation concluded that reported event and the observed failures may likely due to procedural factors encountered during the procedure. It may be that how the device was handled or manipulated, and the patient's anatomy, limited the performance of the device and contributed to the kinks noted on the delivery system. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation on may 07, 2020 that a wallflex colonic stent was to be used to treat a malignant stricture in the rectum during a colonoscopy with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight but not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was intentionally deployed and became placed in an incorrect location. The stent was removed with forceps and the procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event.